Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h4, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The paddle was found damaged. The damage is consistent with using force to withdraw the product. The product instructions for use warns do not use force to advance or withdraw catheter when resistance is encountered and insert the distal tip section of catheter into an 8.5f minimum introducer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement is consistent with not following the instructions for use.

Event description:
During a redo typical flutter procedure, the advisor hd grid became entangled in the patient anatomy requiring surgical removal of the device. After positioning the coronary sinus catheter, the advisor hd grid catheter was placed inside the patient and mapping began in the right atrium. The catheter was difficult to maneuver, became stuck, and attempts to remove the catheter from the engage introducer were unsuccessful. It was then attempted to remove both the catheter and introducer together, however only the introducer came out. Another introducer was used, and the catheter was cut in half in an attempt to remove it, however it was unsuccessful. A vascular surgeon was then called in and removed the introducer that was used for the coronary sinus catheter and the new introducer that was used to try to get the catheter out. This allowed the catheter to be removed. Upon removal, a red structure alleged to be a clot, or a small part of the vein could be seen. The procedure was then stopped with no further complications. Per the advisor hd grid catheter instructions for use, an 8.5f minimum introducer should be used. The engage introducer used is only an 8f.